Event description:
It was reported that a 51-year-old caucasian female patient underwent a primary breast augmentation surgery with 450cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-13973 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 03, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 07, 2023, mentor received additional information. Mentor became aware that the patient's implant was replaced with a 595cc mentor memorygel xtra breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 09, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On january 06, 2023, mentor became aware that information was inadvertantly omitted from the previous follow-up report. As the device was received for evaluation, testing of actual/suspected device, results pending completion of investigation, and conclusion not yet available were added to the file. Manufacturer's reference number: (B)(4). In the previous follow-up report, h6 type of investigation should have been populated with b01 - testing of actual/suspected device. H6 investigation findings should have been populated with c21 - results pending completion of investigation. H6 investigation conclusions should have been populated with d16 - conclusion not yet available.